Event description:
It was reported that during use of the first fiber in a prostate procedure, the fiber stopped working and it "might've cracked". The tip of the fiber was cleaned during procedure. A second fiber was utilized to continue with the case; however, there was no fiber card. Therefore, the physician completed the case with a third fiber. No patient injury was reported due to the fiber crack.

Manufacturer narrative:
Analysis of the returned device did not reveal signs of breaks/fractures at the tip. There are no signs of breakage along the length of the fiber. The glass cap bevel edge and metal cap are not aligned. The glass cap is protruding from metal cap and can rotate independently of metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface likely to heat accumulation. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on the device analysis, the reported break cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.